Event description:
The customer reported that her blood glucose reached 29.0 mmol/l (522 mg/dl) less than 4 hours after the pod was activated and that the cannula was kinked.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.